Manufacturer narrative:
At this time product has not yet been returned and the serial number provided is not valid. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A stability and clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported that he always received readings of "lo" (readings lower than 40 mg/dl) on the sensor scan and therefore consumed sugar. An unspecified capillary reading was obtained on a competitor meter and customer could not sleep all night and experienced dizziness. Customer was seen at the clinic where a reading of 17.6 mmol/l (317 mg/dl) was obtained on the hcp meter and he was diagnosed with ketosis. Customer received unspecified treatment at the hospital and was advised to drink more water. There was no report of death or permanent impairment associated with this event.